Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 200 mg/dl and during a pump system check with tandem technical support (cts), air gaps were observed in the infusion set tubing. The contact primed out the air. The customer had a low bg of 73 and 50 mg/dl. Carbohydrates were consumed to address low bg. The contact did not suspect the pump was the cause of low bg; however, the cause was not known. The contact declined to provide further information and reportedly, followed up with a healthcare provider.